Event description:
The customer reported a one hundred milliliter leak coming from a coulter lh 500 hematology analyzer. The leak was not contained within the instrument and the customer could not identify the source of the leak. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a laboratory coat, glasses and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Service was dispatched for this event. The field service engineer (fse) found the vacuum trap and differential waste chamber filled with clenz that had been drawn into the compressor. The fse was not definitively able to determine the initial cause of the overfilled chambers. The fse dried out the compressor and replaced the muffler filters. The compressor initialized normally and all vacuums and pressures were in range. Instrument operation was verified. The instrument was returned into operation. The cause of the event was attributed to an overflow of the vacuum trap and differential waste chambers. The cause of the overflow is unknown. No discrepant results were generated for this event however this specific failure mode may cause erroneous patient results to be generated upon recur. (B)(4).